Event description:
Report received of an underdelivery during preventative maintenance testing at the user facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.